Manufacturer narrative:
Date of event was (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.